Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. No product samples were returned for evaluation. One image was provided, showing the flat filter, swivel collar, and yellow minipack. The reported issue could not be confirmed. Without the return of the used product, the probable cause could not be determined.

Manufacturer narrative:
D4 - expiration date- left blank as the lot number is unknown. H4 - device MFR date- left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the epidural was found disconnected between yellow friction block and the filter and there was a mechanical failure in the epidural filter connector. There was a patient involvement but no patient harm.